Event description:
The customer reported via phone call that the insulin pump was exposed to water when dropped in the sink and it will not turn on. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronic stack and on the motor. No isolation tape damage noted on the lcd board. The insulin pump was monitored for 24 hours, no blank display noted and all operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.